Event description:
Additional information from the patient reported they had their settings turned up 1 and everything is doing good.

Event description:
The patient reported that they spoke with a manufacture representative who helped them turn their stimulation down because it was too high and was causing them pain in their vagina. They were able to decrease stimulation successfully; however, they were having diarrhea ¿something fierce.¿ the patient inquired on increasing stimulation from 0.6 to 0.7. The patient felt stimulation in the bike seat area. The patient¿s change in therapy/symptoms was sudden. Additional information received reported that since they have turned stimulation down they were still experiencing symptoms and was still at a messy stage with fecal incontinence. The patient was going to keep track of their symptoms and had an appointment with their physician in (B)(6). The patient contacted their physician¿s office with ¿groin pain and butt pressure.¿ the patient¿s symptoms of incontinence were improved and could tell when they needed to have a bowel movement. Stimulation was turned down from 0.8 to 0.6. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.